Event description:
Account alleged that they can set the brake on this stretcher, but it will not hold. No injury reported.

Manufacturer narrative:
Tech found that the brake casters at the foot of the stretcher will not lock when the brake is actuated. Inspection revealed that the actuator rod was broken at the foot end and the screw was broken off in the hex rod at the head end of the stretcher. Tech installed an upgrade kit and hex rod to resolve the issue.